Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported that mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+. A mitraclip was selected for treatment, but while going from a neutral knob position, the clip continuously opened while establishing final arm angle (efaa). The clip was removed from the patient. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during establishing final arm angle could not be replicated in a testing environment due to the condition of the returned device (broken actuator assembly weld and clip was unable to closed). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.